Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set leaked upon priming. The following information was provided by the initial reporter: 0.2 micron filter on alaris IV tubing leaked upon priming.

Manufacturer narrative:
Investigation summary: the customer reported the filter leaked and returned one used sample. The sample leaked when primed with water and the complaint is verified. The filter was sent out to filter supplier for further investigation. They were able to verify the leak, and then through their internal process, restored the hydrophobicity of the vent membrane. This means they are able to 'clean' the filter and make it, so it no longer leaks. They found no fault with their manufacturing process, and the root cause for the filter leak remains unknown. Device history record review for model 10010454 lot number 23025220 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set leaked upon priming. The following information was provided by the initial reporter: 0.2 micron filter on alaris IV tubing leaked upon priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.